Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient noted swelling, redness and warmth at the device implant site. The patient was admitted to hospital and this left ventricular (lv) lead was explanted due to due to infection and sepsis. Intravenous antibiotics were prescribed, additionally a wound vacuum assisted closured was placed. No additional adverse patient effects were reported.